Event description:
It was reported that on 2012-08-06 patient underwent to upgrade to crtd system, due to recent worsening of hf. Ti was not possible to access the left subclavian vein, it seemed to be obstructed. Note that in last years patient suffered of left arm thrombosis. The patients clinical conditions were not stable so the physician decided he will proceed from the right side in next days. It was not possible to re-connect the ICD to the lead because the rv coil screw seemed to be damaged. The lead was capped, the patient was hospitalized and is continuously monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.